Event description:
On (B) (6) 2010, while preparing to scan a pt on the hitachi echelon MRI system, the pt's wheelchair was attracted to the magnet. One of the two technologists in the room at the time was pinned between the chair and the magnet. The other technologist decided to press the emergency rundown unit (erdu) button which quenched the magnet to drop the magnetic field (quenching is the only way to remove the field in an emergency). The pinned technologist was freed and was not injured. On (B) (4) 2010, hitachi contacted the site on a routine follow up to check on the technologist and confirm that there was no injury. The site reported then that the pt had been sitting on the MRI table when the incident occurred and during the confusion, started to fall to the floor. The technologist that quenched the magnet saw her and helped her down to the floor instead of trying to lift her back on the table alone. A few minutes later, the pt was lifted and laid on the table while the room was put back in order. Then the pt was moved to the waiting room to wait for transportation to her nursing home. At the time, she did not indicate she was injured. The next day the home called to indicate the pt had a fractured leg. The site did not inform hitachi at that time.

Manufacturer narrative:
On (B) (6) 2010, hitachi was made aware of the event, but was not aware of the pt injury. That same day, hitachi service confirmed that the appropriate magnetic field warning signs were clearly posted on the scan room door. As the magnet is always on, the device itself did not malfunction. Hitachi also supplies MRI safety training materials with each system. Operator's manuals contain magnet safety warnings. Hitachi confirmed that the staff had received magnet safety training. When the site reported the pt injury on 2/5/10, they indicated that the pt had to wait over an hour for the nursing home transportation and neither at the time of the event or while waiting did the pt report any discomfort. The site reported that the pt was not sedated at the time of the exam.